Manufacturer narrative:
The complaint was received and forwarded on to our manufacturing facility for investigation. Without a sample being provided, a failure mode and definitive root cause could not be determined.  Our manufacturing facility¿s quality system mandates suitable in-process controls to measure seal integrity of representative samples. Currently, eighty-six samples are pulled during production of each lot and tested at predetermined locations to best gauge the seal integrity by pull test and functional leak testing. All samples pulled during the manufacture of each lot must meet the predetermined criteria before it will be released. It should be noted that the solution used in the product is food grade and not considered a safety risk.  In addition, the product does not produce a gas or an output that would cause it to ¿blow¿.  Since no sample was returned for this complaint, the failure mode could not be determined.

Event description:
Packet exploded while lab tech was attempting to activate it for patient use. It hit the lab tech's face and eye causing injury but did not injure the infant.